Event description:
In february 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the display. The medical affairs specialist contacted the patient to obtain and verify information. In february 2006 at 8:00am the patient obtained a blood glucose result of 98 mg/dl on the reported meter. At the time of this event, the patient was experiencing a headache and heavy eyelids, which she normally gets when she is hyperglycemic. The patient noted segments were missing from the result as displayed on the meter. The patient chose to perform a urinary glucose test nd obtained a result of 498 mg/dl. Ten minutes later the patient retested her blood glucose on another meter, a one touch ultra meter belonging to her mother, and obtained the result of 468 mg/dl. Laboratory testing was performed within 30 minutes of the original meter reading, and the blood glucose level was 402 mg/dl. The patient contacted her physician, who advised heer to take 22 units of novorapid insulin. Following this insulin injection, the patient tested her blood glucose using her mother's meter and obtained a result of 69 mg/dl. Prior to the event, the patient had eaten breakfast consisting of bread, butter and coffee. She had also taken her usual dose of 8 units novorapid insulin and one 850 mg pill glucophage. The patient has been diabetic since 1988 and she tests her blood glucose level three times per day. She regularly experiences fluctuating blood glucose levels. The patient adjusts her insulin regimen based on the meter readings as follows: if the blood glucose result is greater than 300 mg/dl she takes an additional 2 units of insulin. The customer service representative determined during the troubleshooting telephone call that this was the first time the missing segments were noticed. The meter was replaced. This incident is being reported, due to the patient interpreting the result with missing segments as a normal result on the reported meter while hyperglycemic, and she required an additional dose of insulin.